Event description:
Product analysis was completed on the serial cable and no anomalies were found. The serial cable performed according to functional specifications.

Event description:
The non-functioning serial cable was returned for product analysis but has not been received to date. The therapeutic consultant did not have a tracking number. It appears to have been lost in the mail.

Manufacturer narrative:
Device manufacture date (mo/day/yr); corrected data: inadvertently did not include this information on the initial report.

Event description:
On (B)(4) 2015 the serial cable was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2015 it was reported the physician has two broken tablets. No further information was provided. The manufacturer's consultant visited the site and the suspected issue regarding the tablets was due to a communication issue from the usb adapter. A new usb adapter cable was sent to the physician. The usb cable causing communication issues has not been received for product analysis to date. This report houses one of the complaints with the usb cable and tablet and MFR. Report # 1644487-2015-06384 houses the other.